Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. However, future explant is being considered. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that she is experiencing filmy vision causing her to miss work. Patient is being treated for dry eyes since (B)(6) 2016, and a possible explant of the lens in the future is being considered. Through follow up, it was learned that the patient had two zlb00 intraocular lenses (iol) implanted. No further information was provided. This report will capture the zlb00 implanted in a right eye. A separate MDR will be filed for the zlb00 iol implanted in left eye.